Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact experienced resistance when filling multiple cartridges. The contact was able to load a new cartridge and there was no impact to the customer's blood glucose level.